Manufacturer narrative:
The recipient reportedly experienced decreased performance. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several electrical tests from being preformed. The device passed all of the electrical and mechanical tests preformed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of patient performance could not be verified during this analysis. This device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.